Event description:
Same case as MFR# 2134265-2009-05836. It was reported that during a stent treatment procedure, withdrawal difficulties were encountered. The choice guide wire and sentinol stent were advanced to the 75-80% stenosed, severely tortuous and calcified lesion located at the bifurcation of the right iliac artery. The unspecified size sentinol stent was successfully deployed, however, resistance was encountered when the physician attempted to remove the stent catheter and guide wire. The physician flushed the catheter with saline and the sentinol stent catheter and guide wire were "removed freely". The procedure was completed using an unspecified balloon catheter for post dilation. No patient complications were reported. The patient's condition was reported as "good result". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending, and similar complaint trending review for the product family was conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).